Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6), 2012 during a colonoscopy. According to the complainant, during the procedure a kink was noted in the oversheath and the clip could not advance. The procedure was completed with another resolution hemostasis clipping device. No patient complications resulted from this event. The patient condition was reported as fine post procedure. This event has been deemed reportable based on the investigation results; oversheath torn.

Manufacturer narrative:
(B)(4): a visual examination of the returned device found the clip assembly fully deployed and returned inside the oversheath. The control wire was separated per design. Additionally, a kink was present in the control wire and coil, and the oversheath was torn, accordioned, and stretched. The complaint of bound in sheath was not able to be confirmed, however the reported event of oversheath accordioned was confirmed. Upon receipt of the complaint device, it was found that the oversheath was torn. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.